Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing, high pacing impedance, a failure to sense, and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, high pacing lead impedance, loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.